Manufacturer narrative:
The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: oct / 2019.

Event description:
It was reported that the guidewire was stuck with the needle. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar long term hemodialysis 14.5 fr, 23 cm kit was returned for evaluation. The guidewire and introducer needle were returned, though the guidewire was not inserted into the introducer needle. A portion of the guidewire near the distal tip was noted to be stretched and unraveled. When viewed under magnification, wear was noted to the introducer needle bevel. An attempt was made to advance the guidewire into the needle but it was unable to advance. Based on these findings, the investigation is confirmed for the reported guidewire advancement issue, specifically due to a frayed guidewire. Per the evaluation results, wear was noted to the introducer needle bevel. Therefore, it is possible that retraction of the guidewire against the needle bevel contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k device evaluated by MFR (result 1, conclusion1)

Event description:
It was reported that the guidewire was stuck with the needle. There was no reported patient injury.